Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. Date of issue is an approximation. The patient stated while he and his wife were asleep, he did not hear the receiver alert that his blood sugar was low; however, his wife did. When his wife awoke, she found the patient unresponsive and administered him with a shot of glucose which was ineffective. The patient's wife called the emergency medical technician's (emts) and when they arrived, they administered the patient with narcan and transported the patient to the hospital. It was indicated that when the patient stabilized in the hospital, he was transferred to the intensive care unit (ICU) for 2 weeks. Additionally, the patient stated the receiver was in his pocket at the time of event and the setting for his low alert was set to 70mg/dl and was on the attentive profile. The patient further stated that using his mobile device as a receiver would provide him more options for a louder alert. No additional patient or event information is available.